Event description:
The customer reported that the jaws of the device stuck shut and would not open during a laparoscopic hysterectomy. The device was on tissue and the assisting surgeon was able to remove without injury. However, the site is unable to provide info on how the device was removed.

Manufacturer narrative:
(B) (4). (B) (4). Tissue was found in-between the jaws and the jaws would not open. The jaws were cleaned and then opened. The tubes were clotted with blood. The blood inside the tubes may have contributed to the jaws not opening completely for the customer as well. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.